Event description:
It was reported that a multimeasurement server (mms) was attached to a capnography extension. Both were used in companion mode with a intellivue mx700 patient monitor. During use the mms was separated from the capnography extension and fell on the patient's head. The mms fell on patient's head. The patient underwent a CT scan of the head.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. During the evaluation the fse found that the mms lock was missing and the top cover showed a physical damage. A goods movement indicates a ms_hms mms ext. Lever locks (5ea) (451261012721) + ms_hms mse top cover assy (451261016601) were shipped to the customer to repair and resolve their issue. The product labeling shipped with the device clearly warns that "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a patient. Contact your service personnel." After part(s) replacement the device was returned to functional use with no further issue(s) identified.

Event description:
It was reported that a multimeasurement server (mms) was attached to a capnography extension. Both were used in companion mode with a intellivue mx700 patient monitor. During use the mms was separated from the capnography extension and fell on the patient's head. The device was in use on a patient at the time of the reported issue. The mms fell on patient's head. The patient underwent a CT scan of the head. No additional information regarding the patient, such as gender, age, height, and weight were provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.